Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the access immunoassay analyzer failed the laboratory's carryover tests. The customer indicated that the analyzer had not generated erroneous or questioned patient results. The customer also reported that the quality control results for all assays had been within the laboratory's established ranges and that the routine system checks had also been performing within the instrument specifications. Beckman coulter reviewed the relative light unit (rlu) values obtained from the carryover tests, and the data suggested carryover at the pipettor probe tip. Beckman coulter field service engineer (fse) was dispatched to the customer site and noted that the pipettor probe tip was out of alignment. The fse performed probe alignment to ensure proper alignment of the pipettor probe. The fse ran system check and carryover tests, and obtained acceptable results. The fse verified the service activity performed per established procedures and the results met the performance specifications.